Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed. Analysis of the pump module event log identified a channel disconnect event. During a visit to the customer site, a contaminated iui on the syringe module was noted. The root cause of the reported channel disconnect was a contaminated iui on the syringe module. No device was returned for investigation.

Event description:
The customer reported a channel disconnect during an unspecified infusion. There is no report of patient harm.